Manufacturer narrative:
The reported malfunction was observed and attributed to a fractured solder joint on a transformer on the pace/defib engine board. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed a "defib fault 76" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.